Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 232 mg/dl at the time of incident and then 401 mg/dl. Customer treated with bolus. Customer reported that customer does not allege pump was under delivering. Troubleshooting was performed. The product will not be returned for analysis.